Event description:
It was reported that the lead was explanted due to lead fracture, high impedance, and inappropriate therapy delivery. No further patient complications have been reported as a result of this event.